Event description:
It was reported that there was a hole in the catheter shaft. An angiojet solent omni catheter was selected for use for a thrombectomy procedure in the femoral and popliteal artery. Early in the procedure, the physician observed a hole in the shaft and some of the infusion solution was being lost through the hole. An angiojet solent proxi catheter was used to complete the procedure. There were no patient complications.

Event description:
It was reported that there was a hole in the catheter shaft. An angiojet solent omni catheter was selected for use for a thrombectomy procedure in the femoral and popliteal artery. Early in the procedure, the physician observed a hole in the shaft and some of the infusion solution was being lost through the hole. An angiojet solent proxi catheter was used to complete the procedure. There were no patient complications. Device evaluated by MFR: visual inspection revealed numerous kinks throughout the device. Functional testing revealed the device ran within normal range, without errors or alarms, however, there was a leak from the shaft. Microscopic examination revealed that there was a hole in the shaft at a kink 25.2cm distal of the strain relief. Inspection of the remainder of the device presented no other damage or irregularities.